Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a tear. No patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
An event of device explant due to a tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 23mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to a tear. No patient consequences were reported. Additional information has been requested.